Manufacturer narrative:
Date of event: unknown. Investigation summary: unconfirmed, no issue observed. A batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Root cause description based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that before use of the bd¿ ultrasafe x100lg2xl png blue tint leaked. "The customer narrated that when they open the medicine, they noticed that the spring to the tube is already released but still tried to inject the medicine leaked and cannot be released¿